Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on " was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer's reported ua07 error message was defective load cells. The cracked covers and defective load cells were likely attributed to mishandling, such as a drop. The customer reported complaint of "broken head restraints on the top cover of the autopulse platform" was confirmed during the visual inspection. Zoll service personnel noticed both the head restraints on the top cover were cut. The cut head restraint does not render the autopulse platform non-functional. The patient head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints, likely attributed to user mishandling. The top cover was replaced to address the reported complaint. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a crack on the front-end area of the front enclosure, a crack on the lower corner of the top cover, and multiple cracks on the screw well area of the bottom enclosure, likely attributed to user mishandling such as a drop. The damaged covers were replaced to address the observed physical damages. The archive data review showed several ua07 error messages on the customer reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The load cell characterization test revealed that both the load cells were defective (exceeded the parameters) and was replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(4). Ccr 20625 was reported on august 31, 2015, and the load cell was replaced.

Event description:
The autopulse platform (sn (B)(4)) was deployed for resuscitating a patient in cardiac arrest. Upon powering on, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, and the customer could not clear the error message. In addition, the customer noticed broken head restraints on the top cover of the autopulse platform. No consequences or impact to the patient.